Event description:
Procedure:wedge resection. Reportedly, when the device was applied for a second time with the 45-3.5 sulu a cracking sound occurred, but the surgeon continued squeezing the handle. Then the staples were not formed properly. A third sulu was applied and performed properly. After that, a fourth sulu was applied to reinforce the second staple line, but bleeding occurred, the tissue was then treated with another device through a mini thoracotomy incision. There was no reported patient injury.